Manufacturer narrative:
Evaluation of the first returned smart coil revealed offset coil winds on the proximal end of the embolization coil. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, resistance may be encountered. Further advancement against this resistance may result in offset coil winds. During the functional test, resistance was encountered due to the offset coil winds and the smart coil was unable to advance out of its introducer sheath. The offset coil winds likely contributed to the reported resistance. Evaluation of the second returned smart coil revealed a kinked pusher assembly. The smart coil was advanced out of its introducer sheath with resistance due to the kinks in the pusher assembly. The smart coil was unable to be advanced through a demonstration microcatheter due to the kinks in the pusher assembly. The root cause of the reported resistance could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00856.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, while advancing a smart coil through the microcatheter, the physician experienced resistance; therefore, the smart coil was removed. Subsequently, the same issue occurred with a second smart coil; therefore, it was also removed. The procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.